Manufacturer narrative:
It was reported that two g2 coils herniated from the aneurysm and had resheathing failure. During coiling of an unruptured 5mm carotid aneurysm near the pcom artery using g2 coils, while attempting to place 4x10 galaxy xtrasoft as the first coil, it would not stay in the aneurysm correctly. The coil was pulled out and tried to re-sheath it for use later in the case, but the delivery sheath did not recapture the coil (it was then discarded). Then, it was decided to try a 4x10 galaxy fill, but again the coil would not sit correctly in the aneurysm. Once again tried to recapture the coil for later use, and again the coil could not be re-sheathed and need to be discarded. After placing a stent across the aneurysm, the physician was able to insert 5 other g2 coils successfully embolize the aneurysm. No harm or increased procedure time was observed as a result of the coils not being able to be re-sheathed. Additional information indicated that issue was that the neck was too large to hold coils without a stent, and the coils herniated out of the aneurysm during positioning. The carotid was straight at the point where the aneurysm was located (very close to pcom). All guidelines were followed during recapturing of the coils. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems. (B)(4). The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging it was found that the coil was entangled. Located at the distal tip of the skive the core wire protrudes outside the sheath. Proximal, but adjacent to the protrusion site the core wire is kinked. Due to post-procedural handing and being unreported, the circumstances of how and when the core wire was kinked cannot be determined. The entangled coil was returned with severe intermittent damage along its entire length. Due to post-procedural handing, the circumstances of how and when the coil was damaged cannot be determined. Mechanical sheath damage caused by the resheathing tool was found at the distal tip of the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edge elevated above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. Concerning the positioning difficulty and the coils herniating outside the aneurysm, it was reported that the aneurysm¿s neck was too large and that a stent was required to complete the coiling process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of resheathing was confirmed with analysis, but the coil herniation could not be confirmed. However, for the coil herniation could be related to the aneurysm neck size as indicated a stent was used to complete the procedure. With the available information, it appears that both failures were procedural related. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that two g2 coils herniated from the aneurysm and had resheathing failure. During coiling of an unruptured 5mm carotid aneurysm near the pcom artery using g2 coils, while attempting to place 4x10 galaxy xtrasoft as the first coil, it would not stay in the aneurysm correctly. The coil was pulled out and tried to re-sheath it for use later in the case, but the delivery sheath did not recapture the coil (it was then discarded). Then, it was decided to try a 4x10 galaxy fill, but again the coil would not sit correctly in the aneurysm. Once again tried to recapture the coil for later use, and again the coil could not be re-sheathed and need to be discarded. After placing a stent across the aneurysm, the physician was able to insert 5 other g2 coils successfully embolize the aneurysm. No harm or increased procedure time was observed as a result of the coils not being able to be re-sheathed. Additional information indicated that issue was that the neck was too large to hold coils without a stent, and the coils herniated out of the aneurysm during positioning. The carotid was straight at the point where the aneurysm was located (very close to pcom). All guidelines were followed during recapturing of the coils. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coils remained attached to the delivery systems.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additionally, the product was received for analysis.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. (B)(4).